Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal tazicef (daily for four weeks; dose not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient remained hospitalized and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.